Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one of three incidents that occurred on three separate dates.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient noticed a fluid leak in the cycler cassette compartment area. The fluid leak was believed to be coming from the cassette/tubing set. Upon follow with the patient and his pd nurse it was determined the patient's effluent was clear and he did not experience any adverse events as a result of this incident. The disposable supplies in question had already been discarded.